Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, psychological trauma, bladder disorder, urinary tract disorder and fatigue outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Date of implant updated. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: chronic abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems and fatigue. Reporter information and lab data were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids, d & c, rheumatic fever, dyspareunia, perineal pain and vaginal odor. Previously administered products included for an unreported indication: yasmin on (B)(6)2009, skelaxin, motrin and premarin. Concurrent conditions included irregular menstrual cycle, painful intercourse, vaginal irritation, uterine bleeding, ovarian cyst and augmentation mammoplasty. Concomitant products included antidepressants, anxiolytics, drospirenone;ethinylestradiol betadex clathrate (yaz) and naproxen sodium (anaprox). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), abdominal pain lower ("pain: bilateral lower quadrants of my abdomen"), dyspareunia ("pain during intercourse") and coital bleeding ("bleeding after intercourse"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, dyspareunia and coital bleeding outcome was unknown, the dysmenorrhoea, menorrhagia, fatigue, vaginal haemorrhage and abdominal pain lower had resolved and the depression and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, bladder disorder, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Ultrasound ovary - on (B)(6)2011: overall assessment: uterus appears wnl. The endometrium appears to be wnl, with triple stripe noted. The ovaries appear unremarkable. No ff or adnexal masses were evident. ? Right assure noted. Left not seen .. Ultrasound pelvis - on (B)(6)2009: dub- endometrial thickness. Overall assessment: endo well defined and measures 10 mm. Simple left ovarian cyst 2.1 cm. Right ovary wnl. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. Processed with fu. No.03. New events added: abnormal bleeding (vaginal), pain: bilateral lower quadrants of my abdomen, anxiety, pain during intercourse, bleeding after intercourse. Concomitant drug and reporters were added. On 11-dec-2019: mr received. Processed with fu. No.02. Concomitant drugs, concomitant conditions, historical drugs , lab data and reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.